Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump went blank. Blood glucose at the time of incident was 156mg/dl. The customer stated that the battery compartment and spring were not damaged or corroded. The display returned after inserting a battery, but alarmed failed battery test right after. The customer was advised on proper battery processes. Troubleshooting was not able to resolve the issue. The customer was advised to check the components of the batter compartment and stated nothing was damaged or corroded. The customer inserted a new battery, but it alarmed failed battery test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.